Manufacturer narrative:
H6. Adverse event problem: component code: (4756) appropriate term/code not available. Per the instructions for use, the hydros foot pedal, a reusable component of the hydros robotic system, serves to align and activate the high-velocity waterjet during aquablation therapy. The hydros foot pedal was returned for investigation. During visual inspection, it was observed that the cable was severed and caused loss of functionality, confirming the reported failure. The root cause of the failure was unable to be determined. A review of the device history record (DHR) for hy1000t-us serial number (B)(6)/ hydros foot pedal lot number 24c02478 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros user manual um0401-00 rev. D user manual, hydros robotic system, us, english was reviewed. Section 10.2 aquablation therapy procedure outline pre-op non-sterile. 1a. System setup - tower rear connection. Pull back the collar on the foot pedal cable end. Align the red dot on the collar with the top of the connector and push to connect. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4756 - aquabeam foot pedal, a reusable component of the aquabeam robotic system, used to align and activate the high-velocity waterjet during aquablation treatment. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural setup, the aquabeam robotic system's foot pedal experienced a malfunction and ceased functioning. Despite attempts, foot pedal mechanism could not be resolved. As a result, the treating surgeon decided to abort the procedure due to foot pedal issue. There were no adverse health consequences to the patient due to this event.